Manufacturer narrative:
Verathon inc., of (B)(4), and verathon medical ((B)(4), have become aware that one (1) lot of product labeled as gvl® 2 stat lot gc32825 was physically packaged with gvl® 1 stats instead of with gvl® 2 stats. As a result, patients selected for intubation with a gvl® 2 stat may inadvertently be intubated with a smaller gvl® 1 stat. The issue has been confirmed to be isolated to only this one lot of product that was distributed from october 2016 to november 2016. The problem was identified during a procedural pre-inspection of the product at a customer site. The risk to patient health for this particular defect has been determined by verathon's medical advisors to be remote and not likely to cause any adverse health consequences. Worldwide, there have been no reported patient incidents associated with the mislabeling of this lot to date. Verathon has already implemented additional inspection controls and will replace all affected product of glidescope gvl® 2 stat lot number gc32825 that remain in consignees' inventory with new product.

Event description:
The customer reported that upon receipt, all 10 units in the box were gvl stat 1 blades inside a gvl stat 2 package. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.